Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres (atm) for 15 seconds, the balloon ruptured. Subsequently, another 16-4/5.8/75 xxl esophageal balloon catheter was advanced but also ruptured during first inflation at 5 atm for 15 seconds. The procedure was completed with another of the same device. No patient complications were reported.